Manufacturer narrative:
The product was not returned, therefore no product analysis can be performed. The ventricle perforation due to the non-medtronic guidewire was reported in a letter to the FDA.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, via direct aortic approach, a pre- dilation was performed. During the balloon insertion and quick inflation, hypotension was noted and medications were administered. Hypotension remained after the balloon aortic valvuloplasty (bav), the valve was immediately inserted and deployed followed by cardiopulmonary resuscitation (CPR). Severe paravalvular leak (pvl) was noted, possibly due to low implant depth and/or the nature of the native bicuspid aortic valve. Hypotension remained and the procedure was converted to an open surgical repair. A left ventricle perforation was discovered and repaired. It was reported that the left ventricle perforation was due to the placement of the non-medtronic guidewire. A smaller non-medtronic surgical valve was implanted. No other adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.